Event description:
It was reported that during an ercp procedure, a piece of the tip of the device was noticed to have broken off and migrated to the common bile duct. The product was returned for evaluation. A visual evaluation revealed that a very small piece of the distal tip of the catheter was missing. It appears that the tip of the catheter has been scraped against something sharp to cause the small piece to detach.